Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this pacemaker presenting electrogram (egm) and stored rhythmiq episodes. It was noted that the patient reported feeling lightheaded symptoms. Upon review, ts observed in some episodes, the ventricular sensed (vs) signals are falling into cross chamber blanking after atrial paced (ap) beats. Ts discussed programming optimization options with the hcp. At this time, this pacemaker remains in service. No adverse patient effects were reported.